Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn went to pt room to assist staff rn, when attempting to saline lock the patient's IV upon the completion of at infusion (zosyn),rn disconnected the infusion set tubing from the patient. When attempting to cap it, noticed a piece of plastic in the end. Thus, making it difficult to cap. Other staff also noticed the luer lock on the patient side had a piece of plastic in it and therefore was unable to saline lock the IV. No harm was incurred by this patient." The event administration set was later received for investigation with the male luer tip partially broken off and a non-bd needleless connector with attached extension set included in the package. A piece of clear material was lodged in the non-bd needleless connector. No other event details were provided except to state there was no harm to this patient as a result of the event.

Manufacturer narrative:
The customer¿s report of a piece of plastic in the end of the non-bd extension set was confirmed. The primary set was received with the male luer tip partially broken off. The extension set was noted to have the broken off luer tip lodged in the female luer of its needlefree valve. No other damages were observed. Functional testing was not performed due to the obvious damage. The root cause of the breakage is unknown.